Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-1577) in united states on 21-oct-2015 and identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) on unspecified date. Additional information received on 10-nov-2015 (ptc investigation result). Consumer wants to start her complaint off that she never consented to have essure. She is allergic to nickel. She consented for a tubal ligation she did not even realize. She had essure until years later problem after problem, her doctor told her to consult with her gynecologist that it seemed like some of her issues could be gynecological related. Her problems consisted: hypothyroid, gallstones, hair loss, numbness in extremities hand and foot, burning nerve pain all over, vomiting, long painful and heavy menstrual cycles, utis (urinary tract infection), ovarian cysts, migraines, muscle spasms, dental issues, chronic pelvic pain, chronic fatigue, memory loss, blood clots, night sweats, chest pain, constipation, severe bloating, dizziness, abdominal spasms, back pain, joint pain, painful ovulation, blackouts in vision, dropping stuff, losing stuff, shaking in hands and feet, weakness in muscles, eye twitching, stabbing pain on the back of her head, anxiety, off balance and severe nausea. In (B)(6) 2012, she went to see her gynecologist. At that appointment is when she found out that she had in fact not had a tubal ligation but essure was placed. She only offered her at the time some lab wok to be done and hysterosalpingogram (hsg) test that had not been done yet. Nothing was revealed on the blood wok but the pain only increased. She ended up in the emergency room a couple of weeks later. To her amazement no one in the emergency room even knew what essure was and so all the test and all the blood work come back, and of course, normal. There was no evidence of what could be causing all the pain and issues. After another year, she went by symptoms coming and going but getting worse each time they started. She ended up back in the emergency room in (B)(6) 2013 with severe right sided abdominal pain. It was confirmed on computerised tomogram (CT scan) that her gallbladder was full of stones and that she also should contact her gynecologist doctor for the extreme pelvic pain. The next day she went to see her doctor to discuss removing the essure because of the pain. Her gynecologist sent her for a follow up ultrasound and wanted her to get hsg to confirm where the essure coils where located. That same day she went to have the ultrasound done which stated: there appears to be device in the uterine cornu further imaging with CT or nuclear magnetic resonance imaging (MRI) suggested. She ended up in the emergency room again that night due to severe pain in the right side of the abdomen and was admitted to remove her gallbladder due to the large amount of stones, but told to follow up with gynecologist because CT scan showed an essure inside of her uterus. In june she had her hsg test. Her gynecologist told her that day that the essure was still in her tubes and they were completely blocked that it could not be the origin of any pain. In july she went back to physician with the same list of problems listed above and tried to tell her she was having a reaction to the coils most likely due to the fact that she also have a nickel allergy. She told her that there was no way to get essure out. A week later she was back in the emergency room with severe pain in her neck and back. Again in (B)(6) 2013, she was in the emergency room with severe pain in abdomen and severe bleeding was given medication and told to follow up with gynecologist she followed up with physician 2 days later when the gynecologist doctor told her that she could not help her. In october she again ended up in a different emergency room where another ultrasound was performed and results read: hyperechoic region is noted within the right aspect of the uterus which may represent an essure coil given in patient history. The emergency room doctor consulted with a new gynecologist doctor who seen her a few days later and agreed after completing an in office ultrasound that there was a coil in her uterus and set up to have the essure removed vaginally and laparoscopically. In (B)(6) 2013, she had her first removal of the essure. The right coil was removed vaginally. She saw the essure which was protruding almost into lower uterine segment and the left coil was removed laparoscopically. The left tube had part of the sharp poking through it. She tried to remove the essure without removing the tube but the tube started bleeding. The tube was removed using the ligasure device. In (B)(6) 2014, she was admitted into clinic with severe hepatitis, pancreatitis, cardiogenic edema and an unknown fragmented device in the right upper uterus extending from the endometrial cavity through the intramural uterus to just outside the uterine wall, confirmed by CT scan and ultrasound. In (B)(6), she had a second surgery to remove a third coil. In (B)(6), she was admitted to the hospital with stomach ulcers. In (B)(6) again went to the emergency room for abdominal pain and a CT scan revealed that there was linear metallic density in the right uterine fundus, it may have perforated the uterine wall. In (B)(6), she had her third surgery to remove essure fragments. Even though it has been removed, she still has issues going on as she is currently being tested for multiple sclerosis and other autoimmune disorders. She has no relief from the issues and are becoming worse with every episode, ovulation and period. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe bleeding (genital bleeding), blood clots (uterine hemorrhage), chronic pelvic pain, pain only increased. A CT scan showed essure inside her uterus, essure which was protruding almost into lower uterine segment (seen as partial expulsion of device). She had her first removal of the essure. The right coil was removed vaginally left tube had part of the sharp poking through it. She tried to remove the essure without removing the tube but the tube started bleeding (post procedural bleeding) and the tube was removed using the ligasure device. After that, the second surgery to remove a third coil was performed, but it was reported that fragmented device in right upper uterus extending from endometrial cavity through intramural uterus to just outside the uterine wall, may have perforated (seen as device breakage and uterine perforation). All these events are serious due to their medical importance and listed in the reference safety information. According to product technical analysis, micro-insert breaking is an anticipated event. In this case, the exact date and mechanism of uterine perforation, partial expulsion of device were not known. Considering the nature for all events, a causal relationship with suspect insert cannot be excluded. Since surgical interventions were performed, this case was regarded as incident. Additionally, other serious events (unlisted and unrelated) and several non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring. (B)(4)